Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, a sureform 60 stapler instrument, installed with a blue sureform 60 reload, misfired. The issue resulted with a hole in the stomach. Initially, the stapler clamped appropriately, but as it began to fire, the target tissue folded. The target tissue was not calcified and not previously exposed to chemo or radiation therapy. There was no tissue tension and no buttress material was used. There were no error messages, no obstructions, no exposed blades, and the stapler was not used on an existing staple line. The stapler instrument was then released and reseated and functioned as expected thereafter. The hole was subsequently sutured robotically. There was a procedure delay of less than 15 minutes. There was no bleeding associated with the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument to perform failure analysis. The stapler instrument was analyzed and the complaint was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument successfully fired using a white sureform 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. A review of the logs were unable to verify any failures. The instrument was fully functional. There was no problem detected.a review of an image provided by the customer was performed. The image shows a resected length of stomach that has been extracted from the patient and held in midair. The stomach is stapled, but there is one length of staples that has a gap in the staple line. There is also a number of malformed staples at the end of the staple line. This type of staple line issue typically results from a tissue pushout event, where the tissue is pushed forward during the stapling instead of being held in place and transected. The image shows that the staple line was continued after the misfire, and the length of stomach was able to be resected completely.a review of the site's system logs show a sureform 60 stapler instrument was installed on the system 8 times and fired 7 sureform 60 reloads (1 green, 5 blue, 1 white, in that order). On install 1, a green sureform 60 reload was installed; however, no clamping or firing was attempted. On install 2, the first clamp was successful, and the firing was completed with 2 pauses for compression. On installs 3-8, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler-related errors in the logs. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.